Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon display occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. Product was provided for investigation. An external visual inspection was performed and passed. The receiver charge test was performed and passed. The receiver boot test was performed and passed. Functional test was performed and passed. An internal visual inspection was performed and passed. The log was not downloaded for review. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.